Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2014 with the following findings: a review of the pump black box data indicated a replace battery alarm and evidence of a partially discharged battery installation. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of short battery life was due to the use of a battery that was not fully charged; a battery life issue was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.